Manufacturer narrative:
The philips remote service engineer (rse) informed the customer that philips recommends not testing nbp accuracy with a simulator. The unit uses the oscillometric method to determine nbp. The rse recommended the customer calibrate nbp and read over documentation sent via email on oscillometric method. Visual inspection found no damage or obstructions. The fluctuating bp readings was an intermittent issue. The rse ordered a replacement nbp assembly. Diagnostic/functional testing was performed at the philips repair facility. A philips bench repair technician (brt) then disassembled the unit and removed the defective nbp assembly then installed the new one previously ordered. The unit was reassembled. The unit powered on and it booted up with normal display graphics. The nbp cycle count was reset, and it displayed zero. The brt performed nbp calibration, pneumatic leakage and accuracy tests which all passed. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the nibp assembly. The reported problem was confirmed. After the nibp assembly was replaced, the unit returned to working specification. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Manufacturer narrative:
The philips remote service engineer (rse) informed the customer that philips recommends not testing nbp accuracy with a simulator. The unit uses the oscillometric method to determine nbp. The rse recommended the customer calibrate nbp and read over documentation sent via email on oscillometric method. Visual inspection found no damage or obstructions. The fluctuating bp readings is an intermittent issue. The rse ordered a replacement nbp assembly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit is getting fluctuating blood pressure readings as compared to other monitors. The device was in use on a patient at the time of the event, there was no adverse event reported.